Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A call center ticket was logged with the following text "can't measure the electrocardiogram (ECG)." No adverse patient impact was reported.